Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the tibial radel impactor was broken during impaction and needs to be replaced. All pieces have been retrieved from the patient.

Manufacturer narrative:
(B)(4). Investigation summary ==> examination of the returned device confirms the reported event. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.